Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient felt stimulation as a ¿stick¿ occasionally. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 it was reported that they tried to change sides and the patient did not want to change sides because they felt the lead had moved. The patient stated they got a pain in their buttock when they were in the hospital and the tried the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider stating that the patient feeling that the lead had moved was not disclosed to them at their last appointment. No further complications were reported.